Manufacturer narrative:
There was no reported patient involvement, thus no patient data exists. A stryker field service technician evaluated the spring arm involved in the alleged event. Through inspection, it was observed that the circlip was not properly seated in the correct position. This resulted in the spring arm separating from the horizontal arm. The circlip was replaced at the account and the issue was resolved. There was no reported patient involvement and no adverse consequences reported.

Event description:
It was reported that a flat panel was allegedly separating from the flat panel spring arm. There was no reported patient involvement or adverse consequence in this event.